Event description:
It was reported on (B)(6) 2012, the physician had made the initial incision to the implant the scs system when gastric fluid began to come out of the pt's nose. The physician closed the incision and halted the procedure. It was reported, the pt was taken into recovery. The pt was to be monitored for a few days, and it was not believed that any fluid went to his lungs. Follow up regarding pt status found there was no postoperative intervention taken, and the pt was well. There were no devices opened prior to the incident, therefore no device has been reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.